Event description:
Customer reportedly received results of 219 mg/dl and 75 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with orange juice. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.